Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller reported poor communication screen. Caller stated if they put the patient programmer antenna on the patient's implant and pushed the synchronize button, they experienced poor communication. Caller had already placed the patient programmer batteries prior to calling. Troubleshooting did not resolve the reported issue. Caller was redirected to the patient's healthcare provider to have the ins checked. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient had not found an hcp yet to manage/check the device and was advised a manufacturer's representative could visit the patient at primary care physician's office to check the device. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the patient was having problems with their device not working. No further complications reported/anticipated.